Manufacturer narrative:
Date of event: exact date unknown, event occurred two years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well with great coverage postoperatively. The explanted ipg will not be returned.